Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rs coronary drug eluting stent to treat a lesion in the rca. It was reported that during catheterization the stent was placed in the rca, the guide and stent dislodged during inflation and the stent dislodged and embolized. No patient injury was reported - intervention was required.

Manufacturer narrative:
The lesion was in the ostium of the rca. The guide unexpectedly backed out, pulling the stent out of the ostium with it. The stent subsequently dislodged off the delivery catheter and ended up in the carotid. The patient went to neuro and the stent was snared and removed. The patient is doing fine. The customer was determined the stent was not at fault. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.